Event description:
A 1.5 mm x 20 mm sprinter rx dilatation balloon catheter was inserted for treatment of an lad lesion. The lesion morphology was reported as moderately tortuous with no calcification and 20% stenosis. It was reported that the balloon had multiple inflations to 8, 10, and 12 atm. It was reported that the physician experienced some resistance while advancing the balloon catheter to the intended lesion site and force was applied. Upon the third inflation, the physician stated that the balloon burst. No clinical sequelae were reported and the patient is reported to be fine. Medtronic has received the device and its analysis has been completed. Negative purge confirmed a leak. The balloon was inflated and a small tear was located just proximal to the proximal side of the marker band. It was reported that a "little bent in the balloon" was noted during negative purge, it was later confirmed that it was a small fold mark that was noted on the balloon. The balloon leaked on the third inflation at 12 atms, the balloon had previously been inflated to 8 atm and 10 atms. Communications received from the account confirmed that resistance was noted advancing the device to the target lesion and force was applied to the device. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation: results: failure to follow instructions (care should be taken not to apply excessive force). Evaluation: conclusions: user error contributed to event (care should be taken not to apply excessive force).